Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges flipping scooter and had to call 911 but refused to go to hospital. This unit was bought second hand.

Manufacturer narrative:
A field service technician evaluated the device. The handle bar grip has a little scuff mark and the seat has a very small tear. T customer dropped a wheel off the sidewalk and pulled the scooter over. Unit is working properly.

Event description:
Alleges flipping scooter and had to call 911 but refused to go to hospital. This unit was bought second hand.